Manufacturer narrative:
Additional information was added to b5, h6 (updated component code), and h11. B5: additional information was received from the home patient that the holes, previously reported as in the side of the devices, were actually in the device overpouches (packages). This was described as ¿cut in front of the bag from to bottom. The cut was about three inches long in the middle of the packaging bag.¿ h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. The product is sterile fluid path. The overpouch is not a sterile barrier for the fluid pathway. There is no breach in the sterile fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice automated pd sets with cassette had holes in them all on the same side and all are the same size. This occurred out of box before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.